Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke in the middle. A second like device was used to complete the procedure with no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Device evaluation summary: an empty labeled winding former and a needle-suture combiantion in two parts of product code (B)(4), lot mdm900 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The suture pieces were examined and the ends were cut that appears to be by the use of a surgical instrument. Also, the ends of the needles/suture piece and the suture pieces do match. In addition, a functional test was performed to sample and tensile force met the requirements. Per the condition of sample received, the assignable cause of performance - breakage suture suggest an improper handling of the sample. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.